Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. (B)(4).

Event description:
It was reported that during a tfn procedure surgeon had inserted the nail and was ready to insert the blade, and the blade would not go through the nail. Surgeon removed the helical blade, backed up the nail and used a driver to back up the set screw which was in the down position. The surgeon then re-inserted the blade and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1of 1 for this complaint (B)(4). The procedure was reported to be trochanteric fixation nail (tfn).